Manufacturer narrative:
The advantage plus automated endoscope reprocessor subject of the reported event is not under a steris service contract. User facility personnel stated that they will order a new lid assembly and install it when it is received. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that an employee started a cycle on their advantage plus automated endoscope reprocessor, left the room and heard a loud "pop." The employee returned to the room and observed water spraying from their reprocessor and the glass on the right lid cover to be shattered. The water and glass were cleaned up by user facility personnel. No report of injury.